Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: part# 912076 cat# 839930 jgrknt 1.0mm mini 2-0 ndls. Report source: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00850.

Event description:
It was reported by the surgeon that two juggerknots failed to deploy during the procedure. No patient harm has been reported as a result of this event.